Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. The remote service engineer (rse) advised the customer to verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace solenoid valve 3 and 4, and/or replace the da pcba. The rse also provided the part number for the solenoid valve. The investigation is ongoing.

Manufacturer narrative:
Onsite service was later provided to the customer. A philips authorized service provider (asp) went onsite and was unable to replicate the reported issue. The philips asp pulled the diagnostic report (drpt) and confirmed the error code in the event log. The asp then replaced the gas delivery system (gds) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.